Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was not impacted. The occlusion alarm was closed and insulin deliveries were successfully resumed. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated the pump would be monitored.